Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint is confirmed. The root cause cannot be determined. A device history record (DHR) review could not be done as no lot number was provided.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. D4: expiration date and h4: manufacture date are unknown, no lot number was provided. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's sip tubing was disconnected directly from port hub. The event occurred on 30-dec-2024. There was patient involvement.